Manufacturer narrative:
Report source: foreign : (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: ossification of the posterior longitudinal ligament (opll) at c7/t2 procedure involved: posterior approach and anterior decompression were performed at c7/t2. Levels implanted: c7/t3 it was reported that on (B)(6) 2020, intra-op, bleeding occurred and blood pressure was dropped. Initial surgery was performed on (B)(6) 2020, in which screws were inserted into c7/t3 and laminectomy of the four vertebral arches was performed. Post-op paralysis occurred at the lower extremity. A revision surgery was performed on (B)(6) 2020. In this operation, it was tried to decompress again. Screws at t1 and t2 were removed, posterior approach and anterior decompression were performed. Bleeding was noticed immediately after the operation was started, in two hours from the start, bleeding exceeded 1500 cc, blood pressure also decreased to 40. It was difficult to continue the operation further. So rod was placed only on the left. The wound was closed in a hurry with only the screw inserted on the right side. After the operation, the patient was transferred to ICU without extubation. The placement of the temporary rod was confirmed before the operation, but the physician decided that the temporary rod was unnecessary because it was a continuous type opll. The reported event was not related to the use of medtronic product as it was an event that occurred during the operation of decompression.

Event description:
Infinity products was used at time of removal and rod transfer. Decrease in blood pressure was 40 mm of hg and blood loss was 1800 cc. There was no report submitted post-op paralysis occurring after surgery performed on (B)(6) 2020. It was not known until the day before the operation on (B)(6) 2020 that the paralysis occurred after the first operation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.